Manufacturer narrative:
(B)(4). Approximate age of device ¿ 38 days. The device was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced frequent ventricular tachycardia postoperatively, resulting in right heart failure. On (B)(6) 2017, a right ventricular assist device (rvad) was inserted and an oxygenator was added one week post rvad insertion for extracorporeal membrane oxygenation (ECMO). On (B)(6) 2017, the patient deteriorated, and suffered from sepsis and a massive bilateral frontal intracranial hemorrhage. Both pupils were fixed and dilated, and it was reported that surgical intervention was not recommended. The patient subsequently expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported event could not be conclusively determined. Bleeding, stroke, and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.